Manufacturer narrative:
The device was received deployed with blood observed on the adhesive pad. Inspection of the fluid path components found a burr at the tip of the hard cannula. This burr was determined to have contributed to the reported bleeding/bruising at the infusion site as well as the reported pain during insertion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl,) experienced, bleeding and pain at the site, while wearing the pod between 36 and 48 hours.